Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed that the needle is jammed inside the shaft of the gun and distal portion of the needle is protruded through the lower jaw indicating that the needle was pulled out from the distal end of the gun. The rear flag section of the needle is also broken off. This complaint can be confirmed. This failure can be attributed to mishandling when trying to pulled out the needle from the distal end of the gun. Other than above mentioned possibility, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is not currently available. The expiration date is not currently available.

Event description:
Additional information received on 9/19/2018 stated that no replacement was ordered since the device is out of warranty. The sales rep was directed to his abm for other possible options. Additional information received on 9/20/18. It was reported that sales rep's abm approved replacement of device. No charge replacement was sent to the sales rep.

Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure the customer's expressew iii with hook tip was bent and the expressew iii needle was jammed inside the device. The sales rep stated it was unknown how the device became bent. The needle could not be removed from the device. The sales rep stated nothing broke off in the patient. The case was completed with a competitor's device with no patient harm or delays. The sales rep could not provide a lot number for the expressew iii needle. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date received by manufacturer for follow-up 2 should be november 15, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch report number: 1221934-2018-54816. Corrected data: device available for evaluation, device evaluated by manufacturer.